Event description:
A customer reported that the unit would not hold suction and the irrigation/aspiration (I/a) was not working during a procedure. A capsular break was noted. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and found no problems. The system was then tested and met product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).